Event description:
A caller reported that the t:slim x2 pump battery would not charge, and a power source alert was present at the time the issue began. There was no adverse impact to the customer¿s blood glucose level. The issue resolved before contacting technical support, and the pump began charging without further assistance after using the tandem wall adapter and charging cable.